Event description:
Philips received a complaint by the customer on the v60 indicating that device was getting a proximal pressure sensor autozero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer assessed the device with the remote service engineer (rse) and confirmed the identified issue. While an event log indicated the problem occurred once, the customer was unable to replicate it. After connecting the device to a test lung, it was found to be fully operational, as alarms were appropriately triggered and cleared when the proximal line was reattached. The rse provided recommendations for addressing error code 110a or b, which included verifying pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replacing the proximal auto-zero solenoids (sol 3 and sol 4), and replacing the da pcba. The rse instructed customer to run the unit in ventilation mode for 30 minutes to see if the code 110b comes back. The customer plans to further test the device and make the necessary repairs. The customer called back in and informed that he ran the unit for 30 minutes and there was no issue on the proximal pressure sensor autozero, no fault. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.